Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
On (B)(6) 2016, a patient was treated for an abdominal aortic aneurysm measuring 70mm, with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The following components were utilized in the procedure: rlt311415, plc271200 and plc271000. It is not known whether the contralateral leg components were both implanted on the contralateral side. On (B)(6) 2016, a type ib endoleak was recognized, and the aneurysm measured 71mm. On (B)(6) 2016 a cta showed the aneurysm measured 72mm. On (B)(6) 2016 an ultrasound showed the aneurysm diameter measured 75.8mm. On (B)(6) 2017, bilateral gore® excluder® iliac branch endoprostheses, and gore® viabahn® endoprostheses were implanted to treat a type ib endoleak on the left, reportedly due to progressive disease. On (B)(6) 2017 a postoperative ultrasound demonstrated resolution of the endoleak and the patient was discharged home.